Event description:
The customer reports that the shock button is not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the shock button is not working. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. It was found that the therapy pca was faulty and was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service.